Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the battery would not hold charge and would fluctuate. Additionally, the pump touchscreen was delayed. No reported adverse impact to the customer¿s blood glucose. The customer declined to provide further information and declined a follow up call from tandem technical support.